Event description:
Reporter indicated that vns patient was scheduled for lead revision surgery due to a lead break. A break in the lead was reportedly confirmed via x-ray and high lead impedance results from device diagnostic testing (dc-dc code 7 and limit). The patient's device was turned off due to the potential malfunction. Approximately 3 weeks after the device was turned off, the patient was seen in the ER due to seizures. It was reported that the patient is currently doing well with no problems. Revision surgery is not planned at this time.